Event description:
Reporter alleged discrepant glucose results of 100mg/dl back to back with a result of 300mg/dl when testing was performed a few minutes apart on the aviva system. The location of the testing was not provided however customer stated feeling low glucose symptoms at the time of the testing. As a result of the comparison, customer self treated with orange juice, however no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The aviva system: aviva test strip lot number 300458 with an expiration date of 05-31-08.